Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the hipaa-authorized mother of the customer called to report severe low blood glucose (bg) events over the past two months, leading to ER visits and a recent critical pump error. The event involved product(s) mmt-7040a,mmt-1884,mmt-332a,unomedical. The most recent severe low bg was below 50 mg/dl and required ems/paramedics, who treated the customer with glucose tablets and glucose gel before hospital transport. The immediate family member declined further troubleshooting. The infusion set was documented as unomedical. No further customer complications were reported. Mmt-7040a, mmt-1884, mmt-332a, unomedical were not expected to return.